Manufacturer narrative:
(B)(4). Date sent: 09/18/2020. D4: batch # r57z89. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify the issue for each device reported? The device faded during firing. Please provide more details for ¿stapler cut but didn`t merge tissue¿ he cut off, did not start. If the device stapled, was the staple line complete? None. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? None. If the device cut, was the cut line complete? No. Were the cut line and staple lines equal? No. Was the device fired across a staple line? No. Did the reload begin to staple and cut, but then jammed? The new reload doesn't work either.

Event description:
It was reported that during an unknown procedure, the stapler cut but didn't merge tissue. To complete the procedure, the surgeon used another one of the same type. There were no patient consequences reported.